Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient was previously implanted with a paradym rf sonr crt-d 9770. With that device, he was taken to the emergency services on (B)(6) 2017 because 29 successive shocks occurred due to right ventricular noise oversensing. On (B)(6) 2017, the device was explanted and replaced by the subject device. An xfine lead was implanted to replace the pacing/sensing functions of the volta defibrillation lead,which remained implanted, but only connected with the df1 connector. After implantation, on a follow-up on (B)(6) 2018, there was again noise in the ventricular channel with consequent oversensing. Preliminary analysis revealed no issue with the subject device.

Event description:
The patient was previously implanted with a paradym rf sonr crt-d 9770. With that device, he was taken to the emergency services on (B)(6) 2017 because 29 successive shocks occurred due to right ventricular noise oversensing. On (B)(6) 2017, the device was explanted and replaced by the subject device. An xfine lead was implanted to replace the pacing/sensing functions of the volta defibrillation lead,which remained implanted, but only connected with the df1 connector. After implantation, on a follow-up on (B)(6) 2018, there was again noise in the ventricular channel with consequent oversensing. Preliminary analysis revealed no issue with the subject device.

Manufacturer narrative:
(B)(4).